Manufacturer narrative:
A ge service representative was unable to perform an onsite investigation. The device was evaluated by an in-house biomedical team. The ac power cable and plug assembly was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up. No patient serious injury or death was reported related to this event.